Manufacturer narrative:
Final analysis found the implantable cardiac monitor was in backup mode. The device has a power-on reset. Firmware was loaded to the device successfully and normal device function resumed. The cause of the reset could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced syncope and fell on his chest. Upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was fine post procedure.